Manufacturer narrative:
Insulin pump had missing segments/partial display due to cracked and bleeding lcd glass. Unable to perform self-test and displacement test due to lcd damaged. Insulin pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and cracked belt clip slot.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer states she dropped her pump and now the screen is cracked and she cant read it all. Troubleshooting was performed for damage and noticed crack on display. The insulin pump will be returned for analysis.